Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device was not returned; therefore, no product analysis could be performed and the reported forward-firing allegation could not be confirmed. This event is a known, documented hazard in the risk files, and available information indicates the most probable cause is unintended use error, with no new risks identified.

Event description:
It was reported that the laser light was irradiated forward. The procedure was completed with another of same device. There were no patient complications.